Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), explanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), explanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that since implant the patient had not had coverage in his back and left leg (all right side coverage). There was an x-ray taken and it showed a slight lead migration down. The leads were placed both right and left of midline and, per the doctor, what may physiologically look like right and left may not be anatomically right and left. Reprogramming was attempted on the date of report but they were unable to capture areas requested. Therefore, the doctor was going to revise the leads but surgery was not scheduled at this point. Symptoms or complications associated with the event included less than 50% therapy relief in the low back and bilateral lower extremity. There was no impedance issue noted. The event occurred during normal use. The product status was implanted and remains in service. The issue was not resolved. The cause of issue was not determined. The patient¿s status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that it was unknown when the patient would be getting a lead revision. It was not scheduled as of 2014-(B)(6). No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the spinal cord stimulator (scs) system was explanted (B)(6) 2015. The patient reported this was not helpful for his pain. He requested a pump trial. The physician disposed of the system. The patient¿s status following the explant procedure was unknown. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).